Manufacturer narrative:
Broken reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked reservoir window and cracked case near reservoir window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported damage to the reservoir compartment. The customer stated that the plastic around the o-ring has come away. Advised insulin pump would be replaced. No additional information was provided.